Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service. Bd received additional information below through site visit. A 50ml bag of vasopressin had been prepared by pharmacy and nurse primed and loaded alaris pump set #2420-0007 for the infusion. Clinician confirmed that the vasopressin was programmed with a rate of 4.5ml/hr, concentration of 0.4mcg/ml and a volume to be infused of 40mls. Blood pressure responding well. Vasopressin infusion ran for approximately 20-30 minutes before pump alarmed channel error. As nurse responded to channel error, she noticed that the entire vasopressin bag had been delivered. Patient remained in stable condition. On-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found green/blue deposits on the iui (m) connector. Assessed pump module infusing the vasopressin (pitressin) 0.4 units/ml in sodium chloride (ns) 0.9%, 50ml infusion, rate: 1.5ml, volume: 50ml and found green/blue deposits on the iui (m) connector, door assembly, platen assembly and membrane assembly intact. Pivot screw fully inserted.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that vasopressin (0.4units/ml/50ml) bag programmed to infuse at 0.03mcg/min at 1856. Clinician noted systolic blood pressure (sbp) increasing from 80s to 130s to 140s within two (2) minutes infusion initiation. Vasopressin was then weaned to 0.02mcg/min at 1902. Shortly, an alleged channel error occurred. Upon inspection, vasopressin bag was dry. Clinician removed the device from service. Bd received additional information below through site visit. 50ml bag of vasopressin had been prepared by pharmacy and nurse primed and loaded alaris pump set #2420-0007 for the infusion. Clinician confirmed that the vasopressin was programmed with a rate of 4.5ml/hr, concentration of 0.4mcg/ml and a volume to be infused of 40mls. Blood pressure responding well. Vasopressin infusion ran for approximately 20-30 minutes before pump alarmed channel error. As nurse responded to channel error she noticed that the entire vasopressin bag had been delivered. Patient remained in stable condition. On-site manufacture representative was able to visually inspect the devices and found the below issues: assessed the pcu and found green/blue deposits on the iui (m) connector. Assessed pump module infusing the vasopressin (pitressin) 0.4 units/ml in sodium chloride (ns) 0.9%, 50ml infusion, rate: 1.5ml, volume: 50ml and found green/blue deposits on the iui (m) connector, door assembly, platen assembly and membrane assembly intact. Pivot screw fully inserted.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-84842 is a concomitant. Please refer to manufacturer report number 2016493-2025-60910, which captured the correct suspect device per investigation report.